Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had high blood glucose for the past 2 weeks. Customer stated that he has done 4 inserts into his stomach before he finally moved to his leg. Customer stated that he does not know if he has hard spots. Customer stated that he had low blood glucose 2 nights in a row with extremes from 40 mg/dl to 300 mg/dl. Customer stated that he is not getting any alarms. Customer stated that his blood glucose was low this morning and by the time he got something to eat, it was 51 mg/dl. Customer stated that he ate 4 little cookies and when he checked, his blood glucose was 410 mg/dl. Customer's current blood glucose was 113 mg/dl. Customer declined troubleshooting. Customer sated that he is going to monitor the issue.